Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg) and right ventricular (rv) lead, pauses were noted on telemetry. The patient presented to healthcare clinic and isometric movements revealed no oversensing or noise noted. Indicated suspected t-wave oversensing (twos). The device ventricular sensitivity was re-programmed. The rv lead and ipg remains in use. Patient will be monitored via follow up. No patient complications have been reported as a result of this event.